Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information was received by the manufacturer on (B)(6) 2022 via email and attached in the complaint object: information is not known other than the staff noting that errors need maintenance. Per the manufacturer tech support, the device should be returned to have the software update plus preventive maintenance. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.